Manufacturer narrative:
(B)(4). Correction: upon further review, it was discovered that the information in this file has already been reported. All pertinent information is contained in medical device report # 6000001-2011-20644.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a channel a defect. This event had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is same as or similar to product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.